Manufacturer narrative:
(B)(4). The event is currently under investigation.

Manufacturer narrative:
The zenith device has completed design control requirements demonstrating that the device meets the predetermined requirements and that the requirements meet the needs of the user specifically, design verification testing included water permeability testing. All results met the acceptance criteria. The IFU provides instructions for use, contraindications, warnings and precautions regarding use of this device specifically, it states "additional endovascular interventions or conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing an enlarging aneurysm, unacceptable decrease in fixation length (vessel and component overlap) and/or endoleak. An increase in aneurysm size and/or persistent endoleak or migration may lead to aneurysm rupture. Patients experiencing reduced blood flow through the graft limb and/or leaks may be required to undergo secondary interventions or surgical procedures." Requirements for graft material include requirements for water permeability and freedom from defects. The zenith main body grafts are 100% inspected to confirm that the entire graft has no damage, foreign matter, frays, or holes except for suture entry and exit points. As no specific rpn or lot number was provided, it was not possible to review the device history record. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Without additional information, a definitive root cause cannot be established. The risk was assessed and the risk remains acceptable with inclusion of this event. No additional risk reduction activities are required. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event.

Event description:
A (B)(6) year old male patient underwent aaa repair with zenith flex when he was (B)(6) years old. The aaa was saccular aneurysm and its maximum diameter was 46mm. Type ii endoleak was suspected with CT angio performed after the procedure though, the physician decided to take a wait-and-see approach and outpatient follow was conducted. Since endoleak would not resolve even at two years after the procedure, angiography was performed for differential diagnosis of the endoleak. However, no obvious endoleak was observed. Then, 4d-CT was performed, which eventually confirmed that the contrast media was leaking form the abdominal side of the mainbody into the aneurysm sac. The endoleak was diagnosed to be type iii endoleak (defect on the graft). Re-evar was selected for the additional treatment considering likelihood of complications due to conversion to open surgery. Two contralateral iliac legs from another manufacturer were additionally placed with kissing balloon technique to reline the whole original endograft including a leakage point. Since 4d-CT confirmed that the type iii endoleak was appreciably resolved after the procedure, outpatient follow-up is currently being conducted.